Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not deploy correctly.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip did not deploy correctly. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.